Event description:
I began using the philips system one bipap auto biflex on (B)(6) 2011. The serial number is (B)(6). I used it several years until I received my new machine. Over the years, I have had on going concerns and medical issues. I have been diagnosed with fibromyalgia. I recently got a mammogram and concerns were found. I am scheduled for a follow up mammogram. I heard of the machine recall and I checked to see if my old machine was one of the machines recalled from philips and it is. I am concerned that the use of this machine has created these ongoing medical problems.